Manufacturer narrative:
MDR made in error it is duplicate.

Event description:
Duplicate.

Event description:
It was reported that bd maxplus needless connector was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that quadfuse IV connection plastic luer lock fell off causing the quadfuse with meds to become disconnected from the patient IV.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.